Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, dexcom technical support advised the patient to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was visually inspected and the usb door was found to be missing. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.